Manufacturer narrative:
Upon multiple requests for additional information, the customer has refused to provide any more information regarding the product or the procedure. The facility also indicated that the catheter has been discarded and will not be returned for analysis. Since no product, catalog, or lot number was provided by the customer, no further investigation is possible at this time. If the catheter is returned to bwi in the future, an analysis will be performed and a 3500a supplemental will be submitted to the FDA as required. (B)(4).

Event description:
It was reported that the bwi lasso catheter's first three rings were stuck in the mitral valve of the patient's heart. This occurred 90 minutes after the procedure began. Several attempts to remove the catheter failed and the patient was transferred to cardio surgery for further intervention. The customer also indicated that the event will be reported to their local health regulatory authority.